Event description:
Reportedly, the needle broke in half within the pt's cavity while the device was being toggled. An x-ray was taken and the needle half was unable to be located. The surgeon used the same instrument to continue but with a new reload. Procedure type: lavh.